Event description:
Per dealer the wheelchair was removed from the box with broken spokes.

Manufacturer narrative:
Rework all the wheels in stock. Responsible person: (B)(4) date: (B)(4) 2014. Hardness test for wheel spokes performed, make sure all productions meet standard. Responsible personel (B)(4) date: (B)(4) 2014. All wheelchairs were 100% fully checked before packed, we believe the alleged broken spokes was caused during transportation. Instructions about proper transportation and proper stowage should be followed, and always with due caution during transportation.